Manufacturer narrative:
External insulation abrasion was noted at 20.2-20.3cm from the connector pin, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the observation from the field of noise, oversensing, and pacing inhibition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on a patient's rv lead was observed. The patient reported having dizzy spells within the last month, but the specific times could not be correlated with the recordings of lead noise. It was noted that the noise reversion egm trigger was programmed off. The noise was recorded in episodes of "high ventricular rate". Pacing inhibition was noted. The noise was not reproducible. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be in stable condition and was discharged following the procedure.